Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelo survey that a skin reaction occurred. A stelo survey reported a skin reaction consistent with a puncture site infection. The sensor was inserted in the patient¿s arm on an unspecified date. On (B)(6) 2026, the event was reported. The customer stated, ¿I got a bad infection in my arm and had to remove the device and get on antibiotics.¿ the date of the healthcare provider consultation, the specific antibiotic prescribed, the route of administration, and the patient¿s current condition were not provided. No additional details related to the event were specified. Attempts were made to obtain further clarification; however, no response has been received to date. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.